Manufacturer narrative:
MFR ref no (B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the door not fully latched alarm caused by loose link screws. The link screws were replaced.

Event description:
It was reported that a spectrum pump alarmed door not fully latched. It was also reported that there was no pt injury.